Manufacturer narrative:
On may 15 2020, the mentor failure analysis lab received the device for evaluation. The device was identified as a cpg 332 breast implant. These devices are manufactured at the mentor medical systems b.v. Facility in leiden, netherlands. Because these devices are not subject to MDR reporting regulations, no further reports shall be submitted for this impacted product. Manufacturer contact phone number: (B)(4). Manufacturer site phone: (B)(4). Manufacturer site fax: (B)(4). Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is] marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Mentor devices do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, have never held FDA approval nor clearance for any of their products, and do not meet the criteria for reporting as a same or similar device, their devices do not meet the criteria for MDR reportability. Device evaluation summary: during visual inspection of the device, a tear was observed on the anterior aspect and extending to the posterior aspect, measuring 2.0 cm. As part of our quality process, the manufacturing records of lot 5695364 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient's dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown gel implants textured on both sides and was presented with seroma and breast implant rupture on her right side postoperatively. The patient also expressed dissatisfaction with procedure outcome as patient desired for smaller implants. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.